Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported that the device had an alarm led failed alarm. The customer reported that the unit was in use on patient, but there was no patient harm nor delay to therapy. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
The unit was swapped from the patient with no harm when the alarm occurred. The service technician reported that check vent: alarm led failed was observed to occur. The service technician also verified that the error was found in the event log. The service technician replaced the power switch overlay to address the reported issue.